Event description:
It was reported that during an operation, the pneumatic tourniquet (zimmer) went into alarm and the screen displayed a "failed" message. The device then deflated. It was necessary tio immediately change tourniquets. The same cuff was used and the operation continued without further incident. There was no harm to the pt as a result of this malfunction.

Manufacturer narrative:
This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january, 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit MDR's for certain events involving product manufactured at the facility.